Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The rayner sales rep was present at the procedure and has confirmed that the device was correctly prepared for use. The lens is reported to have been correctly aligned within the injector cartridge and implanted without complication. The cut on the lens optic was only observed at the time of implantation of the lens into the eye. Remedial, corrective and preventive action was taken by the healthcare professional in the original planned surgery session. The lens was explanted. The healthcare professional has advised rayner that he had to partially cut the lens in order to aid explantation and that haptic breakage occurred during removal of the lens from the eye. The hospital reports no adverse effect to the pt as a result of the event. The c-flex advance aspheric adv970 iol has been returned to rayner for inspection. The results of our device inspection will be provided in a f/u report. Our review of production records for the c-flex advance aspheric adv970 iol batch (B)(4) showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met spec criteria and were without defects. A review of vigilance data confirms that no other reports, of any nature, have been received against the c-flex aspheric advance adv970 iol batch (B)(4).

Event description:
Rayner intraocular lenses limited received notification from a UK healthcare facility of an event that occurred during use of a c-flex advance aspheric adv970 intraocular lens (iul). The healthcare professional reports that a cut was observed on the lens optic following implantation of the lens into the eye.